Manufacturer narrative:
The reported device was returned for evaluation. According to the customer's description, an employee of the facility was injured at the tip of the needle. It was not known whether this happened in the operating procedure, during reprocessing or in the incoming goods department. The items are supplied with a silicone tube to protect the tip. The cause of the error can therefore be attributed to the user, as they handled the item carelessly. This complaint will continue to be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The complaint is pending for evaluation. Once the evaluation is completed, a supplemental report would be made to the FDA. The reported complaint will be tracked and trended. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the needle came through and cut a staff. The needle was reported to be poking through an end of the tube. No additional information was provided.